Event description:
Pt wa implanted with instrumentation during revision surgery on 05/03/93. Explantation was performed on 01/24/95. Right s1 screw found to be displaced posteriorly from the spine and removed. Local bone and graft used for re-fusion at this level (l5-s1). Additionally, a small hole was made in the dura during exposure and was repaired with a fat graft.